Event description:
It was reported that a user experienced pairing failure when attempting to connect a dexcom g6 transmitter and new sensor to the ilet, with the pump displaying ¿searching for transmitter¿ despite multiple serial entries, while the dexcom g6 app continued to provide readings; troubleshooting and education were provided, including restarting the pump, confirming bluetooth, stopping the sensor session, and instructing the user to connect the sensor and transmitter to the pump before pairing to the dexcom app, consistent with an intermittent communication failure involving the antenna/electrical interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and dexcom g6 with intermittent communication failure linked to the device¿s antenna/electrical component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.